Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (b)(4,) model: sc-2316-50e, serial: (B)(4), batch: 7091701.

Event description:
It was reported that following a trial procedure, the patient was experiencing intense lumbar pain. The patient was given post operative pain medications, however, they were not working. The physician decided to explant the leads and the patient was doing well postoperatively. The physician believed that the patients reaction was not specific to our device but to spinal cord stimulator (scs) in general. The explanted leads were discarded.